Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, half height drawer 2.2 was continues to fail. User had to open up the pyxis to unlock the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. A field service engineer (fse) had the customer log in to confirm the failure, pulled the station out and removed the back panel, removed the back of the drawer, inspected the latch assembly, removed the solenoid cover, straightened the bent cover, adjusted the latch assembly mounting screws to allow smoother movement, and had the customer test the drawer several times to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.